Manufacturer narrative:
Concomitant medical products: 6949-58 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had gradually increasing threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.